Manufacturer narrative:
A steris service technician arrived onsite to inspect the washer and found that a screw from one side of the safety bar backed out while the washer door was closing. As the screw became loose the safety bar swung down subsequently causing the bar to create a jam with the washer door. When the obstruction occurred, the employee intervened and proceeded to push the safety bar out of the way. During this sequence, the employee obtained the reported injury. The employee did not follow the proper procedure for removing an obstruction as stated in the operator manual. The operator manual states, (pp. 1-1), "if an obstruction is present in the wash chamber door, door safety bar will detect obstruction and door will automatically stop from closing. Wait until door is fully open and water flow has stopped before removing obstruction." The operator manual states, (pp. 1-2), "always press emergency stop pushbutton prior to removing conveyor and/or chamber obstruction." The technician counseled user facility personnel on the proper use and operation of the washer. The technician repaired the washer, ran a test cycle and confirmed the washer to be operating properly. The washer was returned to service and no additional issues have been reported.

Event description:
The user facility reported that an employee obtained an injury while removing an obstruction from their reliance synergy washer. The employee sought treatment at the user facility's emergency department.